Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing tones from the device. The system has been exhibiting a gradual increase in shock impedance measurements which exceeded 125 ohms. The patient received six shocks for supra ventricular tachycardia (svt). Fluoroscopy did not reveal any lead or device issues. A revision procedure was performed and the rv lead was removed from service. No additional adverse patient effects were reported.